Manufacturer narrative:
Office contact address: (B)(4).

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.